Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the shaft has fractured. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for vital tap for the failure of fracture. The failure is believed to be attributed to excessive forces being applied beyond intended use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a vital mis tap fractured while drilling into the patient. The item was removed from the patient and there was no patient impact.

Event description:
It was reported that a vital mis tap fractured while drilling into the patient. The item was removed from the patient and there was no patient impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.